Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, the following findings were noted : a comprehensive leakage check was completed, no leaks were evident. A full technical evaluation completed in accordance with the OEM (original equipment manufacturer) specification. Visual inspection performed. No abnormalities or associated damage was identified during the inspection. Further inspection found moisture indicator has been triggered evidencing fluid ingress within the plug body. Scope communication err e216 and image interference is evident when the instrument was plugged into the stack system. Technical evaluation has not confirmed the customer specified fault of ¿image lost - error code e315.¿ during testing, no error 315 observed however, the device displayed an error message of ¿scope communication err e216¿. Image fault/interference was confirmed. Excessive fluid ingress was apparent inside the endoscope connector triggering the pink moisture indicator in the plug body. Service was unable to confirm how the fluid has entered the instrument; however, quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. An intermediate repair is required to return the instrument to the OEM specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an error code 315 on the device. The customer advised that the image failed during its use in a procedure (colonoscopy). Customer disconnected the device and then reconnected however, the image failed again. According to the reporter, the procedure was delayed in total by 10 minutes however, was completed using the same equipment without any harm to the patient. Delay of 10 minutes according to the reporter was not clinically relevant. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. The connector cap of leakage tester was attached/detached to venting connector of the device under water. Due to the device handling above, water invaded the scope connector, electrical components were broken, and the error message was displayed. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.